Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer was hospitalized for high blood glucose levels. The father stated that the insulin pump was alarming no delivery while the customer was in the hospital. The father removed the infusion set, and the cannula was bent. The insulin pump passed the prime and high pressure test. Nothing further was reported.